Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6) implanted: (B)(6) 2021: product type lead product ID 977a260, serial# (B)(6), implanted: (B)(6) 2021: product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2022. Pt reported that the surgeon didn't put it where their doctor had told them to put it. Pt said their rep was the one that found out. Pt said they were "trying to get the thing out of me, the trial worked very well but this implant doesn't." Pt reiterated details about original call where they had stim in left leg and foot. Pt said the cause was due to lead being in the wrong spot.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported the cause that the leads were not put in the same spot as the temporary ones. Patient's doctor recommended replacing the led with the paddle. Pt had 7 different reps from october 21 -february 22. Each tried reprogramming with the unit. That intensified the pain in the left leg-foot. No amount of reprogramming was going to change the fact that the permanent leads were not placed in the same spot as the temporary ones were. The issue is not resolved. Patient is being evaluated/(illegible) for possible spine surgery - at which time the unit will be removed, as it is not working. Patient provided their weight information.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2021 explanted: product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2021 explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID: 977a260, serial#: (B)(6), implanted: (B)(6) 2021. Product type: lead. Product ID: 977a260, serial#: (B)(6), implanted: (B)(6) 2021, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information received from the patient. The reason for call was patient reported their device never worked right from the beginning and the issue began since the implant date. Patient also noted that either the lead migrated or the surgeon did not place the lead in the correct spot. Pt confirmed the ins was explanted on (B)(6) 2023.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260; serial#: (B)(4); implanted: on (B)(6) 2021; explanted: product type: lead; product ID: 977a260; serial#: (B)(4); implanted: on (B)(6) 2021; explanted: product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 17-may-2025, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(4), ubd: 17-may-2025, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The reason for call was pt was going to have an MRI and pt inquired guidelines since they had not used the ins in a number of months because the leads migrated and over the last 6 months they determined the pt needed additional surgery on the spine needing a fusion. Since pt had not used the ins in months pt wanted to know if they needed to enter MRI mode. Ps reviewed guidelines. Pt noticed the lead migration back on (B)(6) 2022 because the pt had a herniation in a different area of l3 and l4. Pt noted the stimulator was also not working properly for pt had 7 or 8 medtronic reps since implanted; pt had so much frustration trying to get the ins work since the trial worked. When the pts ins was put in, it was not working on the correct side for it was affecting left and not the right side. Pt noted they had to get an injection and they noticed a month later the ins was not working. Pt kept trying to change the settings but it was not working for it got to the point where the pts left leg was pulsating all the time. Then in (B)(6) the pts discs slipped and it bulged out on l3 and l4 so pt got an MRI telling that the stimulator was not working and they also took an x ray and the rep noticed that the leads had migrated so pt got an injection for the herniated disc. Pt's healthcare provider (hcp) called after the injection saying they did not think the surgeon put the ins in the same spot as the trial. Pt had to see another doctor and they recommended a one level fusion since the pts stability was being impacted. Pt noted again they got additional stimulation in the left leg and foot so they stopped using the stim and that went away now the pt was getting an MRI for fusion. Ps was documenting reported event.